Event description:
It was reported that damaged vga cable. Pin damage. No procedure was involved and no patient was affected. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).